Event description:
An evercross pta balloon catheter was used during a revascularization of the right sfa. During the procedure a dissection occurred which was treated with pta.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.